Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6). Batch: 7229123.

Event description:
It was reported that during the trial leads reprogramming, the patient experienced a prolonged elevated heart rate. An EKG was performed, revealing afib. The patient then went to the emergency room and received treatment for afib. The patient was reportedly doing well and continued with the trial.